Event description:
A caller reported that their touchscreen was cracked and shattered, rendering the pump unresponsive and illegible. There was no adverse impact on the customer's blood glucose level. Technical support arranged for the pump to be replaced as it was still under warranty, and the customer was informed about using multiple daily injections as a backup therapy. Instructions for returning the malfunctioning pump were also provided.